Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the tip of the driving cap broke off inside the proximal femoral nailing system (tfna) hybrid insertion handle while trying to mallet and advancing the nail down to the femoral canal. There were no fragments generated. There was no surgical delay. Procedure was successfully completed. There was no patient consequence. Concomitant device reported: hybrid insertion handle (part # 03.037.011, lot # 9941891, quantity # 1), unknown tfna nail (part # unknown, lot # unknown, quantity # 1), unknown hammer/mallet (part # unknown, lot # unknown, quantity # 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The driving cap (p/n: 03.010.523, lot #: 9602503) was returned and received at us cq. Upon visual inspection, it was observed that the threaded distal tip of the driving cap was broken at the most proximal thread and the broken fragment was returned lodged in insertion handle (p/n: 03.037.011, lot #: 9941891) insertion handle. There were scratches on the device but has no impact on the functionality of the device. No issues were identified with the returned components of the device. The complaint condition is confirmed for the driving cap (p/n: 03.010.523, lot #: 9602503). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 03.010.523-us. Lot: 9602503. Manufacturing site: bettlach. Release to warehouse date: 12. Oct. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.